Event description:
Device service required. No patient involvement.

Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
Device service required. No patient involvement.